Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called and reported that their insulin pump kept delivering insulin when they were low. The customer stated that the pump was on auto mode at the time of the low. The customer¿s blood glucose level was 62 mg/dl at the time of the incident, and 102 mg/dl at the time of the call. The customer used food to treat the low. The customer was sleeping at the time of the incident. Troubleshooting was completed but did not resolve the issue. The customer was advised that the suspend feature is not on during pump auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08760 inches. No over delivery anomalies noted. Device received with the suspend before low alert functioning properly during testing using the glucose sensor simulator. Device received with the auto mode feature functioning properly. (B)(4).